Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements greater than 200 ohms on the right ventricular (rv) channel. Technical services (ts) was contacted and discussed programming options. This ICD system remains in service. No adverse patient effects were reported.